Event description:
It was reported that removal difficulty occurred. A percutaneous coronary intervention was being performed on a slightly calcified lesion in the left anterior descending (lad) coronary artery. A 2.75 x 20mm synergy xd drug-eluting stent was deployed at 16 atmospheres; however, the balloon after deflation became stuck in the stent and was difficult to remove. A second inflation was done but the balloon remained stuck in the stent. The guide was advanced into the stent in the proximal lad. The guide was disengaged and the balloon was removed with the guide. Both of the guidewires came out as well. The stent was rewired and post dilated with a high pressure balloon. The procedure was successfully completed without issue or patient injury.

Event description:
It was reported that removal difficulty occurred. A percutaneous coronary intervention was being performed on a slightly calcified lesion in the left anterior descending (lad) coronary artery. A 2.75 x 20mm synergy xd drug-eluting stent was deployed at 16 atmospheres; however, the balloon after deflation became stuck in the stent and was difficult to remove. A second inflation was done but the balloon remained stuck in the stent. The guide was advanced into the stent in the proximal lad. The guide was disengaged and the balloon was removed with the guide. Both of the guidewires came out as well. The stent was rewired and post dilated with a high pressure balloon. The procedure was successfully completed without issue or patient injury.

Manufacturer narrative:
A 2.75 x 20 mm synergy xd stent delivery system was returned for analysis, inside an opened foil pouch. An examination (visual and via scope) of the crimped stent found that the stent was not returned for analysis as it was successfully deployed at the lesion site. The balloon was reviewed, and signs of positive pressure being applied to it were noted. The balloon body was in a deflated state, twisted halfway, and with what appeared like a clear crystalized substance visible inside. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. The shaft polymer extrusion including the distal and mid shaft sections were examined via scope and tactile examination. A white crystalized substance was visible in the inflation lumen. The device was inflated to 18atm and deflated without issues in 12 seconds. The encore inflation device was verified before and after use. Examination of the hub and strain relief via scope did not identify any issues. The device was sent for fourier-transform infrared spectroscopy (ftir) analysis of the balloon surface and the results found the composition of the sample balloon material tested to be nylon and this spectrum was comparable to that of a reference synergy ii balloon spectrum. No traces of bioslide material was found on the sample tested. Media analysis: a review of the media provided could not identify the reported difficulty in removing a balloon from the deployed stent as images provided showed treatment of a constricted lesion site in the lad. The images however show that even after predilation was performed and stent deployment, a region of the lesion was still significantly constricted, and this constriction could possibly have contributed to a difficulty in removing the deflated balloon from the deployed stent. No other issues were identified during the product analysis.